Manufacturer narrative:
Additional information received; it was reported that a type ii endoleak was observed on 8 year follow up and that a type iii endoleak (subtype unknown) was observed at a follow up visit 6 months earlier. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that the type iii endoleak was a separation endoleak through the "gutters" between the renal stent graft and the proximal endurant cuff. Additional information received reported that the aneurysm maximum diameter was 52mm. The low volume type ib endoleak was present in the right limb. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the treatment of an aaa of 48.2mm diameter. However, it was reported that on CT imaging performed approximately 6 years post index procedure, a type ia endoleak was observed at the proximal aortic neck, distal to the right renal origin where the proximal neck had dilated. On CT imaging performed a year later (approximately 7 years post index procedure), the same endoleak was noted. At this time, there was evidence of endotension which was a new clinical event. A secondary procedure was performed to resolve the type ia endoleak. An inverse-snorkel technique was used to place two stent grafts in the right renal artery with their entry side distally into the existing aortic stent graft and then an endurant aortic stent graft extension cuff was implanted proximal to the pre-existing graft in such a way that the distal entry side of the distal renal stent-graft left open. In that way, the stent graft was placed covering the original right renal artery orifice and preserving with the "snorkel-like" graft renal perfusion. Final angiogram showed a decreased type ia endoleak. A low volume proximal type I endoleak was also observed on a post-operative CT without signs of aneurysm sac enlargement. No further intervention was performed. Per the investigator, the event was deemed related to the study device but not to the study procedure. No additional clinical sequelae were reported, the event is not resolved, and the patient continues to be monitored post intervention.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a follow up CT showed an endoleak between the right renal artery stent graft and the proximal aortic extension which was implanted during the secondary intervention procedure. An intervention was carried out with 6 coils implanted. There was evidence of sealing during the procedure and a follow up duplex ultrasound showed complete endoleak sealing. The event was assessed by the investigator as not related to the endurant stent graft, related to the procedure. The event was assessed by the sponsor as not related to the endurant stent graft, related to the procedure.

Manufacturer narrative:
Additional information received reported that during a follow up CT, approximately 8 years 2 months post index procedure, a type ib endoleak was detected. The patient immediately underwent a new secondary intervention. The "tunnel" between the stent grafts was sealed with 6 coils, having advanced the catheter inside the sac first and then retrieving back into the "tunnel". There was evidence of sealing during the procedure and the patient had a aortic duplex ultrasound with ivf approximately 5 weeks later, showing complete endoleak sealing. The event was assessed by the investigator and the sponsor as related to the endurant stent graft and not related to the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: the type ia endoleak was reported to have been resolved on follow up post the secondary procedure performed 7 years post the index procedure. If information is provided in the future, a supplemental report will be issued.